Event description:
It was reported that (1) device was used during a colectomy. It was reported by the rep that the tlc55 linear cutter was fired and reloaded. The tlc55 would not fire again when reloaded. Another tlc55 instrument was used to complete the case. There was no consequence to the patient.